Manufacturer narrative:
(B)(4). Analysis of the returned lead (serial # (B)(4)) found that the lead insulation and stylet coil were cut through. There were no shorts between circuits during the functional test, and continuity was acceptable/complete. The complete lead was returned. Visual inspection of the connector end was ok. The setscrew marks on the proximal connector were in the correct location. Visual inspection of the conductors was ok. An injex bumpy anchor was identified 11.8 ¿ 14.3 centimeters (cm) from the distal end. Visual inspection of the outer insulation observed that the insulation was cut and breached. The braid was observed to be cut. Visual inspection of the stylet coil observed that it was cut through. Visual inspection of the electrode end was ok. Analysis of the returned lead (serial # (B)(4)) found no anomaly. There were no shorts between circuits during the functional test, and continuity was acceptable. The complete lead was returned. Visual inspection of the connector end was ok. The setscrew marks on the proximal connector were in the correct location. Visual inspection of the conductors was ok. Visual inspection of the outer insulation was ok. Visual inspection of the braid was ok. Visual inspection of the stylet coil was ok. Visual inspection of the electrode end was ok. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was to have a meeting on (B)(6) 2016 to see if the hcp wanted to do the implant surgery again. It was noted that the patient was upset. A rep notified the hcp after reviewing x-ray that the wires were in wrong and were reversed. The left side was on the right side and vice versa. It was noted that something was wrong and if this was an issue with the manufacturer¿s device something had to be done about it. It was also noted that the rep had done trial and error and tried different things. One rep could not program for the patient to use the device, but another rep was able to do so. It was noted that the patient had stimulation in his stomach all the time. The patient¿s body was vibrating because that was the only thing the rep could go to try and relieve the pain in his body. The patient clarified that he meant that he felt stimulation in his stomach. The patient shut the device off when going to sleep. It was noted that the patient¿s friend told him he had to increase stimulation if it is cold, so the patient had done that. The patient would have to be cut in two places and go through all the rehabilitation again if doing the surgery over like the hcp wanted. The patient couldn't do anything now and had to pay for someone to plow his snow. The patient had been mentally disturbed because of this situation. He would wake up at 1 am and be awake until 4 am because he would be thinking about this issue. The patient saw a psychologist before implant and was cleared to have the implant. The patient being affected mentally began in 2016. The patient¿s whole body vibrating from feeling stimulation in the stomach began in 2016.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they reprogrammed the stimulator on november 28 to address the coverage issues. They were waiting for the physician to return from india on december 28 to address the lead placement issue.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information reported that the patient met with the physician and manufacturer representative on (B)(6). No interrogation or programming was done as the patient wished to move forward with a lead and pocket revision. Revision was pending scheduling. No additional information was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A patient reported that they were experiencing stimulation in the wrong location. It was reported that the patient¿s lead wires were implanted in the wrong part of their back. The patient stated that it had been that way since implant ((B)(6) 2016) and the manufacturer representative had to have their healthcare provider (hcp) to x-rays to prove that the lead was ¿put in wrong.¿ the patient reported that they were feeling stimulation in their stomach instead of their back and legs. They also stated that the stimulation was affecting their brain and mind when it was turned up, so they would have to turn it down. It was also mentioned that the patient almost fell of the table when they were operating on one side of their body, before they pulled the patient¿s body back onto the table. It was reviewed that the patient should speak with their hcp about that issue. Indications for use are non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the system was replaced on january 12, 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 97791, product type: accessory.

Event description:
Additional information was received from the patient. It was reported that the patient had the two leads replaced with only one new lead. It was noted that the patient was willing to live with the 10% pain on his left side as long as the right side/butt/everything was covered. The patient was satisfied with the therapy as it had been programmed by a rep. The patient got 70-80% coverage and on bad days like weather changes he just increases stimulation and coverage is never less than 50%. The patient clarified that the bad days did not refer to a complaint against the device/therapy. It was noted that the patient turned the ins off in the evening. The patient had 10% not covered on the left side; however, therapy was adequate. The patient was to follow-up with a hcp to address therapy as necessary. It was noted that the patient did not have a managing hcp. No further complication were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.